Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, the surgeon attributed the complication to the risk of the procedure, the tissue friability, and the patient's chronic use of clopidogrel. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. This complaint is being reported due to the following conclusion: during a da vinci-assisted subtotal gastrectomy procedure, the surgeon manipulated around the tumor with the vse and cadiere forceps instruments to get a better view of the surgical area. Bleeding from the peritumoral tissue occurred. As the patient was bleeding profusely and the surgeon could not see the bleeding area well, the surgeon elected to convert the procedure to open surgery. The total blood loss was 1400 ml and the patient received a blood transfusion.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure and after the first transection of the stomach using an unspecified 3rd-party laparoscopic stapler (at the proximal level of the middle body of the stomach with a margin of more than 5 cm of the tumor), the surgeon then intended to staple and transect the stomach close to the duodenum. When the surgeon reached the tumor area, he tried to retract tissue with a vessel sealer extend (vse) instrument and cadiere forceps instrument to get a better view of the tumor area as there were some adhesions. The tissue around the tumor (which was being manipulated) was significantly friable. The surgeon asked for irrigation of the area to see the tissue he was going to staple better. In addition, he put downward pressure with the instruments (vse and cadiere forceps) which were articulated downwards to get better exposure because the tumor limited optimal vision. The patient began to bleed profusely from the right gastroepiploic artery which was in contact with the tumor. As a result, the surgeon could not see the area well and the procedure was converted to open surgery. There was no malfunction of an intuitive surgical, inc. (Isi) product which caused the bleeding. The amount of bleeding was 1400 ml and the patient received a blood transfusion. The anastomosis between the remnant stomach and intestine was not created using da vinci products. The surgeon believes that the causes of the intra-operative complications were the risk of the procedure, the extensive friability of the tissue as well as the patient's chronic use of clopidogrel. The patient had a planned ICU admission. There were no post-operative complications in the patient. No da vinci products are available for return to isi for evaluation. Additionally, no images/video are available to isi for review.